Event description:
The lot number, "use-by" date, code, and catalog numbers are rubbed off of the test strip vial bottle that is used with the blood glucose device monitoring system. Reporter stated actions and treatment are not associated with the alleged incident. A request was made for the return of the suspect product and replacement product was sent.